Event description:
It was reported that during the interventional procedure on the de novo, mildly tortuous, heavily calcified, left distal circumflex, predilation was performed with two non-abbott balloons. A 2.5 x 33 mm xience prime failed to cross the lesion and while advancing, the shaft near the hub broke into 2 pieces outside of the patient's anatomy. All of the device was removed uneventfully. A 2.5 x 28 mm xience prime was deployed successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance heavyweight; guide cath: ebu 3.5 (6 f). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) found that the device was returned with blood on the balloon and no contrast visible consistent with insertion into the patient anatomy. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. The hypotube was separated 7.7 cm distal to the strain relief tubing and the fracture faces were oval. The jacket material at the hypotube separation was stretched and jagged. There was no other damage noted to the sds. The tip length and stent implant outer diameters were measured and met manufacturing criteria. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The anatomical conditions were reported to be mildly tortuous and heavily calcified with 90% stenosis which appears to have contributed to the failure to cross the lesion. Attempt to advance the sds through the challenging anatomical conditions subsequently resulted in the shaft separation. In this case, the reported failure to cross and shaft detachment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to this complaint. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for kinks and damage.